Event description:
It was reported that, "opened the box and found that the inside packaging plastic was cracked. Used another of the same implant."

Manufacturer narrative:
When completed, a supplemental report will be submitted.